Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. As received, the electrode belt failed incoming testing, specifically the therapy electrode recognition test. Upon investigation there was an open pulse wire between the distribution node (dn) and ECG b. The cause for the test failure and the reported alarms was isolated to the open pulse wire. The root cause for the open pulse wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and notified zoll that a patient was receiving check therapy pad messages.